Manufacturer narrative:
(B)(6). Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a cryoplasty procedure, the catheter got stuck on the wire. The lesion was located in the moderately calcified and non-tortuous superficial femoral artery. Access was obtained through the femoral artery. The physician completed treatment with the .014 polarcath balloon and began withdrawing the device from the pt and the catheter got stuck on the non-bsc guide wire. The wire and balloon catheter were successfully withdrawn as one unit. There were no pt complications. The procedure was completed with a different wire and final angiography. Pt status is reported as "ok".